Manufacturer narrative:
H3. Analysis of the ins s/n (B)(6) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedances measured at 1.0 ma consistently resulted out of range (>5k monopolar and >10k bipolar) for contacts 2 and 3 of the left electrode (top port of the implantable neurostimulator). Surgeon attempted 4 times to reinsert electrodes. Upon cleaning electrodes and reinserting the first time, 3 and 2 impedances resolved but 1 and 0 impedances were denoted as red. Upon cleaning electrodes and reinserting the second time, 3, 2 and 1 impedances were out of range. Upon cleaning electrodes and reinserting the third time, 3 and 2 impedances were out of range. Suction was applied to the top port to potentially remove any liquid within the battery. Upon cleaning electrodes and reinserting the forth time, 3 and 2 impedances were out of range. At this time, the surgeon requested a new battery (original battery was never implanted). All impedances were normal. No symptoms were reported.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedance wasn¿t determined.